Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient's daughter stated that at a doctor's appointment her mother slumped over twice and possibly passed out. She would wake startled. The daughter is alleging that pacemaker was not functioning appropriately and requested a device interrogation. Boston scientific technical services (ts) referred the patient advocate to their physician to have a field representative check the pacemaker. The advocate noted =she would speak to the physician at the nursing home. No further information is available at this time. The pacemaker remains in service and no additional adverse patient effects were reported.